Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer change pump supplies to address the high bg level. Reportedly, the customer changed the cartridge and infusion set to resolve the occlusions.